Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheek with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the lip with juvéderm® ultra 3. Four months later patient was injected to the lip again with juvéderm® ultra 3. Approximately a year and a half later patient developed an inflammatory reaction. No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an inflammatory reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the cheek with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the lip with juvéderm® ultra 3. Four months later patient was injected to the lip again with juvéderm® ultra 3. Approximately a year and a half later patient developed an inflammatory reaction. No medical or surgical intervention noted. Symptoms are ongoing.